Event description:
It was reported that the micro sagittal saw allegedly ran on its own during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Manufacturer evaluation confirmed the intermittent unintentional operation issue. The device was found to have corroded components, including the motor. Corrosion can result in damage to the electrical circuit, resulting in intermittent electrical contact that allows activation.